Event description:
The patient was revised because of infection.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to retrieve the device history records and search the complaint database were not provided. The investigation could not draw any conclusions about the reported infection. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional information was received and this complaint was reported in error.